Event description:
During surgery, the instrumentation was assembled incorrectly, causing the distal femoral resection to be off by 8 mm. The surgery was delayed approximately 1 hour.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Depuy warsaw product development engineering stated although the outrigger can be assembled backwards on the distal block, it would be very difficult. The root cause is bieng attributed to suspected misuse. Based on the investigation findings, the need for corrective action is not indicated. Although the need for corrective action is not indicated, a new distal block and outrigger are being designed as part of the global pathway project which can not be assembled incorrectly. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.